Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that during planned maintenance (pm), there was an amber light on the camera upon bootup. The camera was tracking and functioning as intended. Troubleshooting was done and the ndi toolbox configuration indicated the internal camera temperature exceeded with no other faults. The medtronic representative reset the internal temperature sensor and the issue was resolved. There was no patient present.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: the internal camera temperature exceeded a22: amber light on the camera upon bootup d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.